Manufacturer narrative:
(B)(6). The device was serviced by a service technician as part of preventative maintenance. An alarm log review, service history review, functional testing, and visual inspection were performed. The f-38 alarm was identified during the alarm log review, and functional testing. The cause of the condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.